Manufacturer narrative:
11nov2020 (B)(6): device evaluated by MFR: the device was returned for analysis. A visual examination of the stent found stent damage. Stent struts were noted to be lifted from their crimped position in the proximal and mid regions. No other visual damages were encountered upon visual inspection. The balloon was reviewed, and no issues were noted. A visual and tactile examination of the hypotube and shaft polymer extrusion found no issues. No other issues or defects were observed during product analysis of the returned device.

Event description:
Reportable based on device analysis completed on 22oct2020. It was reported that stent balloon expandable could not cross lesion. A percutaneous coronary intervention was being performed. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre dilation a 38 x 2.50 promus premier ous mr stent balloon expandable catheter was advanced for dilatation. However, during advancing, it was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a stent damage.